Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. The patient first started experiencing withdrawal symptoms on (B)(6) 2016. The cause of the motor stall and alarm issue was undetermined.

Event description:
Information was received from a consumer in regard to a patient receiving clonidine 50 mcg/ml at 14.69 mcg/day, bupivacaine 2.4 mg/ml at 0.7051 mg/day and morphine 20 mg/ml at 5.876 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and spinal stenosis. It was reported that the pump was alarming or beeping. The patient was refilled 2 weeks prior and the pump started to beep. The patient was up all night traveling and woke up on (B)(6) 2016 and heard a beep. The patient described the tone as a faint "beep, beep, beep". The sound was not consistent with a pump alarm. The patient did not like the way their doctor's office was handling them. It was noted that something happened on the last strip and the healthcare providers left the room to go figure out what that was. No patient symptoms were reported. Additional information was received from a company representative via a consumer. The pump had a motor stall at 4 am on (B)(6) 2016. The patient came to the office on (B)(6) 2016 at 3 pm and the logs were read. The motor stall had not recovered as of 3:30 pm on (B)(6) 2016. The patient was put on orals and the pump was set to minimum rate per the physicians order. The replacement surgery will happen once the patient is off their blood thinners. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump alarms were turned off. The issue was not resolved at the time of report. The patient's status at the time of report was alive - no injury. Surgical intervention had not occurred, but was planned. The surgical intervention was not scheduled. Once the patient is off blood thinners and is medically cleared for surgery, a replacement will occur. Additional information was received from a consumer. It was reported that he symptoms of withdrawal started 2-3 day before they started hearing the pump alarm. It was noted that the patient had trouble communicating, trouble formulating sentences and what they wanted to say. During that time the patient was in withdrawal, it was described as terrible. It was noted that the patient prayed to die because of the withdrawal the patient was in. The surgery was delayed due to pradaxa. The pump was removed on (B)(6) 2016. The patient was feeling better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the failure led to the patient's prolonged hospitalization and painful and debilitating withdrawal from pain medications.